Event description:
On (B) (6) 2010, a heavy set (B) (6) woman (B) (6) underwent a primary lumbar fusion from l2-s1. While tightening screws, the surgeon broke 2 sequoia modular screwdrivers. The first driver broke at the tip and a piece fell into the wound and was immediately retrieved. On the next screw, the second driver cracked, however, no pieces broke off. The sales representative had another kit with him and had more sequoia drivers available. The surgeon was able to finish the case as indicated and there was only a minimal surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.